Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope experience gray lines in the picture. The event occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken and therefore the pixel shift is incorrect, and the video cable is broken and therefore the image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.